Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unresponsive with visible spider-web cracking after the user dropped the device, and a replacement was arranged while the user transitioned to alternate therapy. Symptoms included hypoglycemia to 56 mg/dl lasting about 1.5 hours with low alerts present and no loss of consciousness. Outcomes included self-treatment with fast-acting carbohydrates and no need for medical assistance or hospitalization. Investigation included troubleshooting for an unresponsive screen and coordination for device return. Investigation of this device revealed physical damage to the touchscreen consistent with user drop impact, resulting in loss of display function and inability to unlock the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from accidental dropping.